Event description:
Device tracking card was returned on (B)(6), 2023 tracking mailing stating "pump was a disaster intestines grew around it + operation to remove lasted 7 hrs." Also stated "deceased on (B)(6), 1999" implant date from the device tracking database was on (B)(6), 1998.

Manufacturer narrative:
Intera oncology acquired PMA p890055 from codman & shurtleff/cerenovous in 2020. Complaint records transferred from the previous PMA holder were reviewed and a complaint record for this serial number was not located. Blank information in the MDR form represents unknown information. If further information is received, a supplemental report will be filed.